Manufacturer narrative:
Other text: additional information was received indicating event date (updated b3), there was no patient involvement (updated h6). Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the plunger seal was missing, top case was cracked, tubing guide and front corners were chipped and bottom case was cracked. Review of the event history log showed an occurrence of "motor rate error." Functional testing involved occlusion testing and the reported issue was found during the test. The investigation determined that normal wear of the assembly was the cause of the reported issue (it was noted that the parts were nine (9) years old). Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a motor rate error. It is unknown if there was no patient, or clinician injury associated with this event.